Manufacturer narrative:
Device evaluation summary completed on 5/7/2019: during visual evaluation a deflation was observed on the posterior view, measuring approximately 2.0 cm and a crease was observed on the anterior view. No other anomalies observed. Since the authorization for return and examination of medical device form was not signed and/or returned , was precluded from further evaluating the device. The complaint was confirmed since a deflation was found on the device.the condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with unknown saline breast implants which bilaterally deflated after implantation. Patient noticed deformity and pain bilaterally. Physician diagnosed bilateral deflation. As a result patient had the implants removed on (B)(6) 2019. This report is for the right side.